Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The trunk-ipsilateral leg was deployed successfully; however when the physician attempted to withdraw the delivery catheter, he noticed unusual movement of the leading olive. Although he could push the catheter, the leading olive did not move when he pulled the catheter. This was judged as leading olive separation. Therefore, the physician withdrew the catheter and the leading olive was snared with a snare catheter (cook indy otw vascular retriever). The patient tolerated the procedure. No injury to the patient was reported. Reportedly, the withdrawn catheter was not twisted, and poor bonding of the leading olive was suspected. The device will be returned to gore for further investigation. The reporting physician commented as follows: the delivery catheter was never rotated during the procedure, and there was no feeling of snagging when the catheter was pulled.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6 codes updated (c21 to c16 and d16 to d0301) to reflect results of the investigation.